Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. Additionally, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 500 mg/dl. To address the bg level, the customer delivered pump boluses, used manual injections, and increased the temporary rate. During system check with tandem technical support showed that there was air gaps in the tubing. Reportedly, prior to the call, the customer had purged out the air bubbles. Additionally, the customer reported cold insulin had been used in the cartridge. Several hours later, during a follow-up call, the customer reported that bg level was coming back down and were in the mid-200's (mg/dl) range.